Manufacturer narrative:
E1: initial reporter address: (B)(6).

Event description:
It was reported that the patient died. The target lesion was located in the proximal to ostial right coronary artery (rca). A 3.00 x 48 mm synergy was advanced and deployed. Due to the fibrotic nature of the plaque the stent could not expand completely. A 3.50 x 20 mm synergy was then deployed in the unexpanded area near the rca ostium and post-dilated with a 4.00 x 12 mm non-compliant balloon at 24 atmospheres. The lesion still could not be opened completely. Post procedure, the patient was shifted to the intensive care unit and 45 minutes later the patient's blood pressure dropped suddenly. The doctor tried to revive the patient via cardiopulmonary resuscitation, defibrillation and a ventilator, but the patient died. The official cause of death was heart failure.